Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: bilateral ruptures and explant.

Event description:
Healtcare professional reported "rupture". This record is for the right side. Device has been explanted.